Event description:
On 01/27/07, viking sales rep phoned in complaint that an endoscope was hot to the touch. He reported that a 5mm r. Wolf scope was involved. No pt injury was reported. Light source used to be sent back for evaluation. In 2008, customer reported that pt tissue was burnt onto scope. Viking waiting to receive light source for evaluation.